Event description:
The initial reporter complained of qc issues on a cobas pro ise analytical unit. The customer replaced the electrodes, performed a probe wash, completed conditioning, and performed precision testing, with acceptable results. The customer performed a review of patient results that had been reported outside of the laboratory and performed repeat testing on a different cobas pro ise analyzer. Discrepant results were identified for 4 patient samples tested for sodium electrode (na) and ise indirect na-k-cl for gen.2 (cl). This medwatch will cover cl. Refer to medwatch with a1 patient identifier (B)(6) for information on the na results. Patient 1 initial na result was 156 mmol/l. The repeat result was 142 mmol/l. The initial cl result was 113 mmol/l. The repeat result was 102 mmol/l. Patient 2 initial na result was 148 mmol/l. The repeat result was 139 mmol/l. Patient 3 initial na result was 154 mmol/l. The repeat result was 147 mmol/l. Patient 4 initial na result was 151 mmol/l. The repeat result was 139 mmol/l. The repeat results were believed to be correct.

Manufacturer narrative:
The cobas pro ise analyzer serial number was (B)(6).

Manufacturer narrative:
The cl electrode lot number was err64 with an expiration date of 30-may-2026. Calibration was acceptable. Based on the information provided, the customer's centrifugation speed may be too fast, and the centrifugation time may be too short. The field service engineer (fse) found a divot in the dilution cup where the probe was hitting the cup. The fse replaced the dilution cup, which resolved the issue. Precision results were within specification. The investigation determined that the issue found by the fse was the root cause of the event.

Manufacturer narrative:
Section d, device identification, was updated. Relevant fields of sections d and g were updated. The cl electrode lot number was esp with an expiration date of 31-may-2026.